Event description:
Event description cpi received information that this bipolar lead was removed from service. Two days after the implant, the threshold measurements were inadequate. The physician elected to replace the lead.